Event description:
It was reported that the device system was explanted due to infection. The physician in the operating room (or) was to reposition the pump and reported needle marks and scratches on the pump as well as signs of infection. The expected residual volume was 1.8 ml while the actual residual volume was 18 ml during aspiration back table. The physician did not believe the pump was malfunctioning, but rather that someone was withdrawing drug and replacing it with substitute fluid. The device was explanted and not replaced. No patient injury was reported and patient outcome was not provided. The device system was used to deliver morphine sulfate and marcaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: programmer, patient product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2012, explanted:, product type: catheter. (B)(4). Analysis of the pump revealed no anomaly found. Septum is not significantly damaged and or leaking however considering implant time and likely refill intervals based on infusion rate there appears to be excessive needle activity.